Event description:
Complaint record states that the cord to the charger on their multirall 200 is frayed and when they plug hand control in to charge the frayed wire sparks. No pt impact. Ref. MFR report # 8030916-2013-00093.